Event description:
It was reported that the patient was unable to set the system into MRI mode due to high impedance on one of the leads. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, the issue was resolved post op. Investigation was unable to determine which of the leads attributed to this issue.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000084934. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.